Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump was tested with no audio/vibrate anomaly noted. Hardware low level failure alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer's family reported via phone call that the customer's insulin pump had audio anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that they can hear the difference between two audio volumes. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.